Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, non-dependent patient presented in the clinic for a routine device check. Upon review, it was noted that the right ventricular lead was not capturing at maximum output. Loss of capture was confirmed by placing surface electrodes on the patient body. Lead¿s settings were also tested, and the findings were the same. Sensing was normal; however, the lead exhibited decreased r wave amplitudes. Performing a chest x-ray and possible lead revision was discussed. No intervention has been performed yet. The patient remained stable throughout the event.

Event description:
New information received notes that the patient presented for rv lead revision on (B)(6) 2019. It was noted that the capture threshold was elevated upon the last interrogation. While dissecting the leads during the procedure, both rv and ra leads were dislodged. Both rv and ra leads were explanted and replaced successfully. The patient was stable before, during, and after the procedure.